Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the helix was damaged and the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix as received. The cause of the reported event of helix mechanism issue was due to the damaged helix, the over torqued inner coil in the connector region and the helix clogged with blood/tissue the reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Imaging confirmed the lead was dislodged. During revision, the helix was unable to be extended. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.